Event description:
It was reported by the field service center that the ventilator turbine did not rotate. It is unk if the ventilator had an audible alarm or if it was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na